Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to sweat. Customer reported that as a result, insulin pump shut off and had a constant tone. Customer's blood glucose was 200 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The device was received with blank display due to moisture damage electronic assembly. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. We were unable to perform functional test due to blank display anomaly. No unexpected constant tone anomaly noted.